Event description:
The pt was receiving a trial scs system on (B)(6) 2011. It was reported that during the procedure, the impedance readings were inconsistent, sometimes invalid and sometimes high. The lead was moved up and down. The physician requested a new lead to be implanted. The impedance readings were good and pt had stimulation postoperative. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. See scanned pages.